Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported on behalf of customer via phone call that the customer went to emergency room and passed out in the lobby. The doctor stated that the customer passed out due to the insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.